Event description:
It was reported the device had an electrical reset. The patient stated they had undergone a colonoscopy the day of the reset. Interrogation of the device found diagnostic data was cleared but new data was being collected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.